Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements a year ago. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered and the post-shock impedance measurements decreased. However, the impedance measurements have been gradually rising over the last few weeks. Technical services were consulted and troubleshooting options were recommended. The plan is to continue to be monitored and assess when the device is replaced as there is about 1 year to elective replacement indicator (eri), no adverse patient effects were reported. This product remains in service.